Manufacturer narrative:
Pump will not be returned to moog medical devices group per the customer. The customer's biomed department tested the pump with the same syringe type and could not duplicate the error. It appears the caregivers are twisting the syringes, causing them to not function as designed.

Event description:
Reported by the customer as: "nurses at (B)(6) hospital are experiencing under infusions with b-d syringes filled by the pharmacy. Fifty-five ml programmed and 10ml leftover after the pump completes its dose. Pump will not be returned. Biomed checking pump with new syringes and cannot duplicate error. Nurses state they were twisting the syringe's plunger". Patient injury? No.